Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic cholecystectomy, removal of old mesh, open repair of recurrent incisional hernia with mesh, and lysis of adhesions. They had revision surgery 11 months post-surgery. The patient experienced surgical revision, and infection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: (weight in lbs), description of event or problem, other relevant history, explant date, premarket identification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced an abdominal wall abscess with infected mesh, hernia recurrence, pain, adhesions between the small bowel and mesh, abdominal pain, seroma/hematoma, abdominal fluid collection, percutaneous drainage of seroma infected with purulent fluid in the mesh, tightly adhered to mesh fluid obviously infected, abdominal wall abscess with leukocytosis, worsening pain on the left side of wound, and chronic nausea. Post-operative patient treatment included exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, drainage of abscess, enterotomy, and lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced an abdominal wall abscess with infected mesh, hernia recurrence, pain, adhesions between the small bowel and mesh, abdominal pain, seroma/hematoma, abdominal fluid collection, percutaneous drainage of seroma infected with purulent fluid in the mesh, tightly adhered to mesh fluid obviously infected, abdominal wall abscess with leukocytosis, worsening pain on the left side of wound, and chronic nausea, defective device, mental pain, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, drainage of abscess, enterotomy, lysis of adhesions, CT scan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. After implant, the patient experienced mesh infection, hernia recurrence, pain and adhesions. The patient also required exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, and lysis of adhesions. Revision surgery was performed 11 months after implant.

Manufacturer narrative:
H6 (patient codes, imf codes, updated ime e2402 to include: "ileus, induration"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced inflammatory changes, depression, swelling, bloating, soreness, phlegmon, ileus, induration, an abdominal wall abscess with infected mesh, hernia recurrence, pain, adhesions between the small bowel and mesh, abdominal pain, seroma/hematoma, abdominal fluid collection, percutaneous drainage of seroma infected with purulent fluid in the mesh, tightly adhered to mesh fluid obviously infected, abdominal wall abscess with leukocytosis, worsening pain on the left side of wound, and chronic nausea, defective device, mental pain, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included medication, exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, drainage of abscess, enterotomy, lysis of adhesions, incisional hernia repair and CT scan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abnormal wbc, abnormal calcium, inflammatory changes, depression, swelling, bloating, soreness, phlegmon, ileus, induration, an abdominal wall abscess with infected mesh, hernia recurrence, pain, adhesions between the small bowel and mesh, abdominal pain, seroma/hematoma, abdominal fluid collection, percutaneous drainage of seroma infected with purulent fluid in the mesh, tightly adhered to mesh fluid obviously infected, abdominal wall abscess with leukocytosis, worsening pain on the left side of wound, and chronic nausea, defective device, mental pain, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included hospital admission, IV antibiotics, medication, exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, drainage of abscess, enterotomy, lysis of adhesions, incisional hernia repair and CT scan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an abdominal wall abscess with infected mesh, hernia recurrence, pain, adhesions between the small bowel and mesh, abdominal pain, seroma/hematoma, abdominal fluid collection, percutaneous drainage of seroma infected with purulent fluid in the mesh, tightly adhered to mesh fluid obviously infected, abdominal wall abscess with leukocytosis, worsening pain on the left side of wound, and chronic nausea. Post-operative patient treatment included exploratory surgery, laparoscopic cholecystectomy, removal of the mesh, open repair of recurrent incisional hernia with mesh, and lysis of adhesions. Revision surgery was performed 11 months after implant.